Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, d4, g7, h2, h3, h4, h6, h10. Reported issue: on (B)(6) 2017, it was reported that before the surgery, it was found that the device had insufficient speed for the proper functioning. The customer not returned an electric dermatome device, serial number (B)(6) for evaluation. DHR review: the device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome by zimmer biomet on 10 january 2020 revealed that the motor speed was not stable, the unit was out of calibration, and the control bar position was not correct. Repair of the electric dermatome was performed by zimmer biomet which included replacement of the motor, recalibration of the unit, and repositioning of the control bar. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the motor to fail. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that before the surgery, it was found that the device had insufficient speed for the proper functioning. An alternate device was used with no harm or delays. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This event has been recorded by zimmer-biomet under cmp-(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that before the surgery, it was found that the device had insufficient speed for the proper functioning. An alternate device was used with no harm or delays. No adverse events were reported as a result of this malfunction.